Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe was damaged. The following information was provided by the initial reporter: "this is a report about a broken barrel. According to the user's report, upon unpacking, the barrel was found to be broken; however, a broken piece was not found."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-may-2022. H.6. Investigation: customer returned (19) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 1158023. Customer states that the barrel was found to be broken. All returned syringes were examined and one sample exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. A review of the device history record was completed for batch# 1158023. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A definitive root cause cannot be determined.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe was damaged. The following information was provided by the initial reporter: "this is a report about a broken barrel. According to the user's report, upon unpacking, the barrel was found to be broken; however, a broken piece was not found."